Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The cable was returned to the manufacturer for analysis. Analysis found that the returned cable had been crushed opening the cable jacket and exposing the internal wires. A continuity test revealed an open at pin # 8. Analysis found that the reported event was related to physical damage. Other relevant device(s) are: product ID: 9733575, serial/lot #: (B)(4), ubd: 01-jan-2050. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while the medtronic representative was checking the system, the camera was beeping. She tried to go to the admin and find ndi toolbox, but reported that the icon was not on the desktop. There was no patient present when this issue was identified.